Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass.the receiver will failed boot and charge. Open receiver and perform internal inspection: failed receiver charges and boot up: failed.found defective battery with cracked controller chip. Remove and replace battery, turn on receiver: failed - perpetual rebooting. . Detached ui pcba and download the following items from rx unit using dexcom global receiver communication tool and with a good know battery:the unit was shutting down constantly within the investigation window.test on receiver functional test station with a good know battery: failed - unable to perform - perpetual rebooting.perform overnight charging and discharge test with a good know battery: failed - unable to perform - perpetual rebooting. The complaint was confirmed because of a defective battery assembly with cracked controller chip, prevented the receiver from powering on and\or will ceases to function. The root cause of receiver ceasing to function is a defective battery.